Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated. The battery pack was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently gave low ma errors and reset, shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.